Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the stim has been off for a while. Patient has had discomfort in the left leg and it swollen up occasionally. She also got a bad pain where the battery was. A patient reported the device never worked for them and was scheduled to be removed on (B)(6). The stated she waited for 5 hours for the healthcare professional (hcp) then the hcp came out and said it would be another hours so the patient left.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she still wants the device taken out, the healthcare professional (hcp) never showed up to the appointment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.